Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of unsure delivering insulin. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported having high blood glucose (bg) levels, very low sodium levels and was also still recovering from covid while the pod was worn between 4 and 24 hours. The patient¿s symptoms included nausea, balance, confusion, memory issues, slurred speech, weak and lethargic. The patient went to the hospital on (B)(6) 2025, at 7:00 pm. The patient was diagnosed with high bg and low sodium levels. As treatment, the patient received 3 bags of sodium chloride via intravenous, 10 units of insulin, and then a few hours later 10 more units of insulin. The patient was released on (B)(6), 2025, at 12:00 am. After release, the patient¿s bg levels rose to greater than 500 mg/dl. The patient¿s sensor was reading high, and when checking the pairing of the serial number in the op5 and dexcom sensor, the serial number was different.